Event description:
The pt could not adjust the stimulation; she couldn't turn the programmer on. The device was removed. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).